Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 2000013941. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 18384719/18384719.

Event description:
It was reported that the patient had lost pain coverage due to one of the leads disconnecting from the splitter. It was stated that no device migration occurred and that the connections on one of the splitters were out. The patient underwent a revision procedure wherein all devices were replaced and were not returned. The patient was doing well postoperatively.